Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that there was a static grinding sound coming from the pump. Pump parameters and device labs were stable. Waveform file submitted to the manufacturer for analysis showed the pump running within normal ranges.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
(B)(4). Based on the information available to the manufacturer, and due to the lvad still being in use supporting the patient, a correlation between the device and the report of a "grinding sound" could not conclusively be determined. Although a cause for the reported event could not be determined, the device¿s approved labeling outlines monitoring for changes in system sound. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.

Event description:
Additional information: the hospital personnel reported that the ¿grinding sound¿ was still being observed on the pump. The patient remains ongoing on lvad support and the pump parameters were reported to be within normal range.